Event description:
7/7/97-excision of left orbital mass (lacrimal sac mass). 7/28-pathology report: squamous papilloma, exphytictype. 7/10/97-follow up visit to office: dehissence noted. Keflex 250mg qid ordered. 7/17/97-pt improved, continue on keflex. Please note: all instruments sterilized within "standard of care". Employees not the same for each procedure.